Event description:
Intramedullary rod depuy sp2 #199620 broken inside femoral canal during total knee replacement surgery. Physician was unable to retrieve the broken piece and determined extending surgical time was the greater risk. Currently experiencing increased pain in the groin/thigh/hip area. Also experiencing other unexplained symptoms that may or may not be related and unable to obtain information about the material composition of the part.